Event description:
Inflammation of the knee [arthritis], swelling of the knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) at 2 ml, in an unspecified knee. The synvisc lot number was not provided. On the same day, after receiving the injection, the pt experienced inflammation of the knee and swelling of the knee. It was reported that the pt was administered a powerful steroid (unk route of administration). The action taken with synvisc treatment was not provided. At the time of report the pt was better and had refused to receive the third injection. Concomitant medications were not provided. The intensity for the events of inflammation of the knee and swelling of the knee was not provided. The relationship between synvisc and the events of inflammation of the knee and swelling of the knee was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.